Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the device was inspected/tested prior to use and no anomalies were noted. However, after advancing through the scope, the needle was found to be sticking out the side of the forceps. The jaws were closed fully, then the device was withdrawn partially into the scope. The forceps and scope were then removed in tandem. After removal, the device was re-inspected; the jaws were completely closed, but the needle was sticking out through the teeth. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; jaws unable to close.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. A visual examination of the returned device found that the needle and clevis were bent. Functionally, the device jaws would open normally, but failed to close properly due to the bent needle condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the needle was bent. However, the evaluation found that the jaws failed to close properly due to the bent needle. The bend likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. (B)(4).